Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer had 2 cases of bd luer-lok¿ syringes with attached needles with leakage. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
15 loose 3ml syringes with needles attached and 1 opened empty blisterpack were received inside a zip lock bag. The blisterpack was from batch #8092918 (p/n 309598). The samples were visually evaluated through the bag. Some of the needles appeared loosely attached while others were almost flush the luer collar. No visual defects were observed. No additional evaluation could be performed due to potentially contaminated nature of the samples. No tests could be performed due to the risk of handling the potentially contaminated samples. No representative sealed samples from the 2 reported boxes of the same lot were returned for evaluation and testing. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received.

Event description:
It was reported that the customer had 2 cases of bd luer-lok syringes with attached needles with leakage. There was no report of exposure, serious injury, or medical intervention.